Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer reported the force bipolar instrument jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer does not have any more information other than what was already provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting force bipolar instrument jaws would not open, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The force bipolar instrument was analyzed and found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. Common causes of the failure mode bent instrument grips -tips are typically attributed to misuse. Bent grips are attributed to damage during use as moderate misalignment of grip tips can be due to grasping either hard issue/objects or collisions with other instruments. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.